Event description:
During pre-bypass priming of the oxygenator, a fluid leak was observed from the gas outlet port (a pool of fluid was seen on the floor). The involved device was removed from use, quarantined for investigation, and replaced with another unit prior to bypass.